Manufacturer narrative:
This event is being cancelled because it was confirmed to be a duplicate report of MFR report# 0002936485-2019-00455. (Stryker pi 2187816).

Event description:
This event is being cancelled because it was confirmed to be a duplicate report of MFR report# 0002936485-2019-00455. (Stryker pi 2187816).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a patient was burned.